Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 28 mg/dl. Customer consumed carbohydrates to address bg, however went to the hospital and was admitted to the intensive care unit and treated with fluids of saline. Customer experienced a fall and bruising during event. Customer was released with issue resolved and no permanent damage.